Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that there were 5 pump failures. Additional information was requested but was not available at the time of this report.